Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The investigation is confirmed for a catheter detachment based on the condition of the returned sample. Based on the condition of the returned sample, it is likely that excessive force was applied to the catheter, causing the detachment. Based on the available information, it is possible that patient and/or procedural issues may have contributed to the reported event; however, the definitive root cause is unknown. The ultraverse rx instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon dilatation catheter shaft broke near the inflation hub following the second inflation in the peroneal artery the device was retracted without difficulty. No further treatment was required. There was no reported patient injury.